Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that their piic ix host in the transitional care unit has no audio, during use. No patient impact.